Event description:
An angio-seal device was deployed without complication in 2002 following a diagnostic cardiac catheterization procedure. The patient presented to the hospital 13 days later complaining of right groin pain and fever. A hematoma was noted and the patient was treated (treatment unknown) and discharged. Apparently, the patient's fever was not addressed on this first admission to the emergency room. The patient presented to the emergency room again 6 days later complaining of severe right groin pain, fever, sweats and chills. An ultrasound was performed; results were negative for a pseudoaneurysm. The patient was reportedly treated with opiate therapy, cipro and ancef antibiotics with no response. The patient was transferred to the operating room for removal of the angio-seal device. Blood cultures were taken which revealed no growth, however, cultures from the groin revealed beta hemolytic streptococci. The patient has a history of diabetes. The sales rep did not have access to patient's chart due to confidentiality issues and the op report was not available.